Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: attachment device ((B)(6) 2020). Reporter's phone number was not provided. The manufacture date was unknown. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that when the new cutter device was passed to the table with an attachment device, the cutter device reheated. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.